Event description:
Our distributor in (B)(4) reported to our local representative that they had a handheld (B)(4) pocket computer that was having screen freezes. A hard reset was performed and removing and reentering the flashcard but the problem did not fully resolve. It was reported that sometimes the screen is frozen on every screen for hours or days and some other times everything is fine but temporally. At this time the product is not being returned for analysis.